Manufacturer narrative:
This device has not been returned; therefore, technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead exhibited noise, over-sensing and high capture threshold. Rv lead insulation was suspected. A copy of device memory was preserved and submitted for analysis. Boston scientific technical representative (ts) reviewed the data and confirmed that there was noise but no rv oversensing. Ts recommended to have an in-clinic follow-up for further troubleshooting. Additional information was received from the field indicated that attempts were made to contact the patient, however the patient did not show up for the appointments. The rv lead remains in service. No adverse patient effects were reported.